Manufacturer narrative:
(B)(4). The service engineer (se) completed extended self tests.

Event description:
Report received of an 840 ventilator not passing power on self tests. The ventilator was not on a patient at the time of the event.